Manufacturer narrative:
E1: event country: (B)(6). Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325¿1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage event on (B)(6) 2026, as the customer stated leakage at tubing. The blood glucose level was high, and the patient was treated with insulin pen.